Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a free flow event. The customer states they sometimes notice the IV tubing is loaded incorrectly and that the blue fitment is sticking out of the pump module. There is no report of patient harm.